Event description:
It was reported that the patient recently had wide complex tachycardia at 180 bpm, which was terminated with intravenous lidocaine. The device was removed due to eri (elective replacment indicators). No further patient complications were reported as a result of this event.